Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 06 and alarm 24) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of these alarms. Customer's blood glucose level was 150 mg/dl. Customer reverted to an alternate method of insulin therapy.